Event description:
It was reported that the pt had no hearing sensation since (B)(6), 2013. No specific circumstances known that could have caused damage to the implant. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.